Manufacturer narrative:
(B)(4). Returned product consisted of an express sd stent delivery system (sds). There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded with stent impressions on the balloon between the markerbands. There were numerous kinks throughout the shaft of the device. Microscopic examination of the stent was not possible, as it was not returned for product analysis. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the balloon damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07-apr-2015. It was reported that balloon leak occurred. The 70% stenosed, 10x5mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified left vertebral artery. A 6.0mmx14mmx150cm express¿ vascular sd stent was selected to treat the target lesion. However, the physician noted that the balloon was leaking gas. The balloon could not be inflated due to the leak and the stent could not be opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole and stent detachment/separation. It was further reported that the stent detached outside of the patient.